Event description:
During routine testing of the device at the service center, the service technician reported the rear cover of the monitor had a crack along the printer area. The monitor was originally returned for a broken hematocrit saturation sensor clip when the crack was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.